Event description:
Physician placed the gundry retrograde cardioplegia cannula into the right coronary sinus of the patient's heart. He attempted to inflate the internal balloon which was defective. He tried a second one of the same lot number and the same thing happened. He then got a third one with a different lot number from the circulator, and that one worked as it should. The other two defective cannula were retained for testing and return to company through biomed.